Manufacturer narrative:
D4: full UDI not provided as device and lot is unknown.

Event description:
It was reported that a k-wire broke inside of the driver during a procedure at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
The initial reporter has indicated that the complaint for the unknown pin is not regarding a stryker device.

Manufacturer narrative:
The initial reporter has indicated that the complaint for the unknown pin is not regarding a stryker device. H6: the quality investigation is complete.